Manufacturer narrative:
Investigation completed 7/17/2017. Device history record reviewed for sn (B)(4) work order /09850 device history record reviewed for sn (B)(4) work order /098502 lot/ 137 manufactured on 9/19/2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Failure issue is confirmed. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts. Root cause is worn and damaged components. Also the locking mechanism was loaded with debris residue. Will need new components added to replace worn internal parts; general maintenance and cleaning is also required.

Event description:
The surgeon placed the patient in a prone position. The head slipped in the a1108 skull clamp. The reporter was unsure what skull pins were used. Additional information has been requested.